Event description:
The pt reported she received an e4 (occlusion) error. Pt stated she just confirmed the error and took the infusion device off since she was at the doctor's office. Pt reported she hooked the infusion device back up when she got home and placed it back into run mode. Pt stated it worked for awhile and then she received the e4 (occlusion) error message again. Pt reported she inserts the infusion sites by hand. Advised pt on proper site rotation. Had pt remove the infusion tubing from the infusion site and attempt a prime; was successful. Advised pt to change the infusion site. Advised pt on how to use the insertion assist plus device. Pt reported she was able to insert the new infusion set into a fresh infusion site and successfully connect the infusion device. Pt stated when she removed the old infusion set, the cannula was bent. Pt reported she was able to successfully clear the e4 error. Pt stated she has been receiving elevated readings since (B)(6) 2010. Pt reported she treated herself with an injection. Pt's normal blood glucose range is 57-220 mg/dl. Pt reported she is going out of the country in a couple of days and will not be using the infusion device while she is gone. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(4) 2011. Further investigations are ongoing within an assigned task-force.